Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set, the pump alarmed for an occlusion. It was reported that the patient's blood glucose level was 338mg/dl at the time of the event. The patient attempted to deliver a correction bolus to resolve their high blood glucose. During troubleshooting, the patient reported that they observed air bubbles in the tubing and they were unable to see visible drops of insulin. According to the reporter, the patient changed out the infusion site tubing, filled the new tubing, and resumed insulin delivery. Additionally, the patient delivered an insulin bolus. During a follow-up conversation with the patient, it was reported that the patient's blood glucose level was 318mg/dl and declining. The patient stated that they were going to administer a manual insulin injection and go to sleep. No permanent adverse effect to the patient were reported.